Event description:
It was reported that, on the literature review "cotili avvitati emisferici, cotili avvitati biconici", a total of one hundred seventy nine (179) patients underwent an index surgery where a bicon plus shell was implanted as part of a total hip replacement procedure. From this cohort, a total of two (2) asymptomatic patients experienced the migration of the cup as confirmed by postoperative x-rays. The follow up postoperative period ranged from 18 months to a maximum of 4 years for the whole cohort; therefore, it is not possible to detail what was the specific timeframe for the onset of both complications. Considering that these were asymptomatic patients, any measures taken to resolve this complication were not provided by the paper. No further information is available.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H6, health effect - impact code updated. According to [1] the literature review "cotili avvitati emisferici, cotili avvitati biconici", a total of (B)(4) patients underwent an index surgery where a bicon plus shell was implanted as part of a total hip replacement procedure. From this cohort, a total of (B)(4) asymptomatic patients experienced the migration of the cup as confirmed by postoperative x-rays. The follow up postoperative period ranged from 18 months to a maximum of 4 years for the whole cohort; therefore, it is not possible to detail what was the specific timeframe for the onset of both complications. Considering that these were asymptomatic patients, any measures taken to resolve this complication were not provided by the paper. The complaint device, used in treatment, was not received for investigation and a visual inspection could not be performed. The exact part and batch number of the device is not known. Therefore, the batch record review could not be performed and it is not possible to investigate whether the reported devices met manufacturing specifications upon release for distribution. A complaint history review was performed. The occurrence of the reported failure mode is within its expected risk level as per risk management. Furthermore, the instructions for use indicates several possible adverse effects resulting from a hip arthroplasty. A review of the risk management documentation verifies the failure mode and severity of the reported issue. Due to insufficient information it is not possible to perform a review of past corrective actions. For the medical investigation, no relevant supporting clinical information could be provided. Therefore, a thorough clinical assessment cannot be performed at this time. The patient's current condition is unknown and the patient impact beyond the reported events could not be determined. Should any additional clinical information be provided, this complaint will be re-evaluated. Based on the performed investigations, a relationship between the reported devices and the reported incidents cannot be excluded, but the root cause of the problem stays undetermined due to insufficient information. A relationship between the reported event and the device cannot be confirmed. Due to insufficient information it is not possible to speculate about factors which could have contributed to the reported event. To date, no further actions will be taken. Smith and nephew will monitor the devices for further similar issues. [1]: g. Anania, g. Lorenzo, t. Marrino, v. Calafiore. Il cotile avvitato nelle anche displasiche e nei reimpianti. Acta orthopaedica italica: vol xxix, pag. 137, 2002.